Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that the patient experienced granulation, inflammation, suppuration and pain at the stoma site due to the probe rubbing against the granuloma. On an unknown date the patient reported being seen at a health center but no treatment was provided at the time. It was reported that the patient was using topical diporgenta ointment but did not notice any improvement. It was reported by the patient's daughter that the patient took oral augmentin 500mg for four days by her own decision.